Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 16 synergy ii drug-eluting stent was advanced and implanted in the target lesion. The physician took up the stent and went above rated burst pressure, the pressure was held at 15 atmospheres for 15 to 20 seconds. When deflated to remove, it was noted that the distal end of balloon appeared to be stretched or "still inflated". The physician pulled negative twice and tugged the device until it was removed from artery in a deflated state. It took five to ten minutes before the device was completely removed. No patient complications were reported and the patient's status was great.